Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) canada alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began approximately 1 week prior to contacting lfs. The patient mentioned she manages her diabetes with oral medication(s) and denied taking any action regards to her usual diabetes management regimen as a result of the alleged issue. On an unspecified day/time, after the issue began, the patient claimed her whole body felt shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the csr learned that the patient had not replaced the subject meter's battery as recommended in the instructions for use (IFU). At the time of the call, the csr also discovered that the patient had been using expired test strips. Replacement product was sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue started.